Event description:
Device issue: proximal shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that during an unspecified coronary artery stenting procedure, the xience v stent was taken to the lesion, but the proximal shaft separated prior to deploying the stent. The device was removed from the body, uneventfully. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.